Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented in clinic for follow up after receiving inappropriate hv therapy for af with high ventricular frequency. The device was reprogrammed.